Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case the patient¿s apex was torn. Per report, the patient was prepped in standard fashion. Lines were placed from the groin and temporary pacer and pigtail were placed. The coplanar angle was determined and ep was consulted to program the permanent pacemaker. The chest was accessed and purse string sutures were placed. A piece of epicardial fat was removed. The ascendra 3 sheath was placed into the apex. Immediately after insertion there was bleeding around the sheath and the purse strings were pulled gently and a tear was noticed. The sheath was promptly removed to address the tear and additional pledged sutures were applied. The apex became very unstable and the decision was made to do a median sternotomy to better address the tearing apex. Rescue sutures were placed and the patient was placed on cps. The patient became hypotensive; systolic blood pressure was in the 30's, blood and volume were given. The patient¿s blood pressure was corrected to 150 systolic and the patient was converted to surgical aortic valve replacement. A surgical valve was prepared and placed. The patient was weaned from cps and transferred to the unit for management. The apex tear was attributed to the patient's friable apex. During investigation of this event the hospital indicated the patient had done well initially and was extubated one day after the tavr procedure. However the patient took a turn for worse three days later with multi-organ failure, the cause was unclear however it was speculated ¿there might have been an emboli from atrial fibrillation etc., support was withdrawn¿.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good haemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the apex tear was attributed to the patient¿s friable apex. There is no indication this event was due to malfunction of the ascendra 3 sheath introducer. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.